Event description:
A malfunction alarm labeled as malf 12 was reported, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received pump reset information from technical support and was assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurs.